Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage from the pinhole at/on the a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found in the air/water tube and the air/water cylinder, other evaluation findings are as follows: the suction cylinder had no color; the sheet holder unit was corroded due to water leakage; water tightness was lost due to a pinhole on the bending section cover; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide lens was cracked; the bending tube was deformed; the universal cord was wrinkled; and there were scratches on the flexibility adjustment ring, the grip, the forceps channel port, the scope cover, the switch box, the right/left knob, the upward/downward knob, the scope connector unit, the suction connector, and the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the air/water tube and the air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.